Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that the patient had a intertrochanteric fracture of the femur. During surgery of a dynamic hip screw plate when placing cortial screws on the 4 hole plate, 4 screws broke in the thread. The plate was replaced by a 6 hole plate and only 4 screws were placed in which reduction was good. Surgery was reported prolonged for an unknown number of minutes and completed without complications. This is report is 2 of 4 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder.